Event description:
A call was received through technical services reporting that the device was explanted due to nonphysiologic sensing and out of range impedance. No patient complications have been reported as a result of this event.

Event description:
A call was received through technical services reporting that the device was explanted due to nonphysiologic sensing, and out of range impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. A call was received through technical services reporting that the device was explanted due to nonphysiologic sensing and out of range impedance. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated oversensing.